Manufacturer narrative:
Additional information was added to h6 h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the blue clamp was wrongly assembled to the set. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on 27 december 2025 and 29 december 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of two (2) vented paclitaxel sets were positioned upside down preventing it from being inserted correctly into an unspecified infusion pump. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.